Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, with a current fill estimate of 115 units versus the expected 260 units. There was no adverse impact to the customer's blood glucose level. Customer was educated on removing air from the cartridge before filling and decided to load a new cartridge, while opting not to disconnect and deliver a bolus for an updated insulin estimate.